Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switch, and the right ventricular (rv) lead exhibited a failure to capture. During surgery to address the issues, it was observed that the atrial lead had insulation damage and that the rv lead was fractured. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were sensing noise, mode switch, and a break in the outer insulation. Only the distal portion of the lead was returned in one piece for analysis. The reported events of the break in the outer insulation and the sensing noise were not confirmed. Visual inspection found the inner/outer insulations with cuts in multiple locations at the distal portion. Electro-cautery damage to the outer insulation was also found with three filars of the outer coil melted and separated at the distal portion. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorting between conductors was found due to the inner insulation being cut/damaged at the distal portion. All damage noted of returned partial lead is consistent with procedural damage.